Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "air in line" was not reproduced. A review of the event history log revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined however, ultrasonic sensor required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air in line during device power up. There was no patient involvement. No additional information is available.